Manufacturer narrative:
The lead was received in three parts. Part of the distal was missing. Internal abrasion was found underneath the rv shock coil. The efte coating of one of the sensing cables was abraded and exposed. This resulted in a short circuit between the sensing and pacing paths at the distal end.

Event description:
It was reported that noise was observed on the lead. A decrease in impedance was noted. The lead was damaged during explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.